Event description:
It was reported that this right ventricular (rv) lead's shock impedance has gradually increased over the past month from 115 ohms to 126 ohms. It was noted the shock lead impedance measurement at implant, october 18, 2016 was 75 ohms. Technical services (ts) provided information on calcification, the gradual rise measurement, and programming recommendations. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that advised the health care professional (hcp) decided to continue to follow the patient every three months and the lead will not be revised until the impedance reaches 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead's shock impedance has gradually increased over the past month from 115 ohms to 126 ohms. It was noted the shock lead impedance measurement at implant, (B)(6) 2016 was 75 ohms. Technical services (ts) provided information on calcification, the gradual rise measurement, and programming recommendations. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that advised the health care professional (hcp) decided to continue to follow the patient every three months and the lead will not be revised until the impedance reaches 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead's shock impedance has gradually increased over the past month from 115 ohms to 126 ohms. It was noted the shock lead impedance measurement at implant, (B)(6) 2016 was 75 ohms. Technical services (ts) provided information on calcification, the gradual rise measurement, and programming recommendations. At this time, the lead remains in service. No adverse patient effects were reported.